Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a blood glucose of 385 mg/dl with nausea, vomiting, and dehydration associated with an allegation that the pump time and date was resetting to default. The reporter indicated that the elevated blood glucose was treated with insulin via injection and the pump. The reporter indicated that the time and date were resetting with battery removal. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/23/2014 with the following findings: evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. The pump passed a delivery accuracy test. The total daily dose adds up correctly and reflects the users programmed basal rate. The complaint could not be confirmed or duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.